Event description:
It was reported that the patient developed an infection. A "low battery alarm" was heard. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.